Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter failed to cross the lesion due to heavy calcification. The procedure was not completed due to this event and was rescheduled. The patient was stable and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath and the telescope were kinked. Based on the evidence, the as reported event of catheter, difficult to cross lesion is confirmed as the kinked sheath could have contributed to the event. Regarding the reported issue of aborted procedure, no damage was found that could be related to the issue. However, according to the reported information, the procedure was not completed due to the existing condition of heavy calcification (severe stenosis, severe calcification, severe tortuosity).

Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter failed to cross the lesion due to heavy calcification. The procedure was not completed due to this event and was rescheduled. The patient was stable and no complications were reported.